Event description:
It was reported that the lcd monitor does not power on when turned off for a while. The issue occurred during preparation for use and the intended procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "device does not power on" malfunction would likely be related to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
Procedure was completed without delay using the same device.